Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture (loc) due to increased thresholds measurements. Low p wave amplitude was also observed. A lead dislodgement was suspected. Subsequently a revision procedure was performed where the ra lead was explanted and replaced. The physician chose to implant an active fixation ra lead and no additional adverse patient effects were reported.